Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio found that connector j16 on the therapy pcb was misaligned from j16. Physio reseated j16 to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.